Manufacturer narrative:
Both levels of controls were run on the meter within 24 hours of the event and passed. The product was requested for investigation, however, the vial of strips was depleted and discarded. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter with serial number (B)(4) compared to the laboratory. The result from the laboratory at 10:45 p.m. Was 281 mg/dl. The result from the meter at 10:51 p.m. From a capillary finger stick was 557 mg/dl. The patient was not treated based on the high meter result. The patient is doing well.